Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the distal section of the stent delivery system (sds) was received for analysis. The proximal portion of the break including the manifold was not received for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and misaligned. This damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. The hypotube was broken 123.2cm proximal to the tip. The proximal section of the break including the manifold was not received for analysis. It was noted that the working length of the catheter is 144cm +/-5cm. There was evidence of material resistance at the break site. A visual and tactile examination found that the hypotube was kinked adjacent to the break site and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05946. Reportable based on device analysis completed on 04-sep-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire crossed the lesion, a non-bsc balloon catheter was advanced for pre-dilation. Subsequently, a 2.50x38mm promus element long and a 2.50x20mm promus element stents were advanced but the devices were unable to cross the lesion. Additional dilation was performed at a high pressure and the procedure was completed with another of the same device followed by post dilation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and proximal stent damage.